Manufacturer narrative:
Device evaluated by manufacture: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The details of the lesion are unknown. During the procedure "the leading edge" of the taxus liberte stent rolled up and would not advance to the artery. The procedure outcome is unknown. The patient status is listed as fine.